Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unresponsive keypad, frozen screen and button error on the insulin pump. The customer blood glucose level was 190 mg/dl. Troubleshooting was performed, and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
No display anomaly was noted. The operating currents were within specification. The insulin pump passed the self test and the displacement test and no unresponsive button was noted. However, moisture damage was noted to the keypad traces. The insulin pump had cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube and cracked reservoir tube window.